Event description:
The technician alleged the brake caster was not locking. No injury reported.

Manufacturer narrative:
The technician found the brake caster was very dirty and greasy. The technician cleaned the brake caster to resolve the issue.